Event description:
The physician inserted the ablation catheter into the patient only to discover that the device only curved in one direction, when it should be bi-directional. The doctor removed the catheter and determined that the tip of the catheter was broken. There was minor delay, while patient was under conscious sedation. The catheter was replaced with a new device. The procedure was completed successfully without further complications.